Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to arthrodese of the spine. Intra-op, driver used in the surgery was broken. The wrench has broken the bracket that secures the head of the blocker. Because of the break it was not possible to attach the excess of the blocker. No patient complications were reported.